Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. Her blood glucose was 600 mg/dl, she treated with the insulin pump, and her blood glucose lowered to 435 mg/dl by the time she was admitted. She was treated with intravenous insulin and saline. She did not observe any significant events leading to the event. She reported that she had been hospitalized in (B)(6) 2014 with blood glucose of 900 mg/dl. She stated that she was wearing the device both times. She did not find any bent infusion set. She noted that the device had alarmed no delivery 5 days prior to the most recent event. She added that the bolus history displayed all entries based on her recollection. During the high pressure test, the device alarmed no delivery at 4.7 units. She was advised to change the entire infusion set system and treat per doctor's instructions. She was advised to follow up with the doctor regarding unexplained high blood glucose.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The unit was also received with a cracked case at the display window corners and battery tube threads. The unit received with a minor scratched display window as well.